Event description:
An update to the device relationship was made on 27-sep-2017: the hemorrhagic transformation has been adjudicated to be unrelated to the procedure, ace68 and other penumbra devices and possibly related to index stroke. Per the clinical events committee (cec), this was a hemorrhagic transformation without clinical consequence and not related to the procedure or the devices. Patient¿ s national institutes of health stroke scale (nihss) score improved after the procedure.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Device was discarded by the hospital.

Event description:
On (B)(6) 2017, the patient underwent a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician advanced a neuron max 6f 088 long sheath (neuron max) in the left internal carotid artery (ica), then advanced an ace68 through the neuron max. After completing the first pass using the ace68, revascularization of the m1 segment was achieved. Therefore, the ace68 was removed and no spasm at the site of aspiration or distal thrombotic embolic migration in the artery was noticed. Subsequently, follow-up magnetic resonance imaging (MRI) performed 24 hours after the procedure revealed a minimal hemorrhagic change, but did not prohibit treatment with platelet aggregation inhibitor. It was reported that the patient had good recovery with respect to motor function of right hemicorpus, but persistence of dysarthria with severe aphasia. The patient was transferred from the hospital on (B)(6) 2017 to a continued care unit for follow-up treatment. The hemorrhagic transformation was adjudicated to be an adverse event with possible relationship to the ace68 and unrelated to the neuron max.